Event description:
A home patient (hp) contacted global technical services (gts) requesting a swap of a compact exchange device ii (cxd). The hp stated that the carriage would not move over the tubing; however, worked fine with no tubing in it. The hp stated that she cleaned it and knows how to use it. The hp insisted on a swap. The technical service representative (tsr) initiated a swap. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample was requested. If the device is returned for evaluation then a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. No problems were found by external inspection. A spike and unspike operation using spike and unspike test set was performed. The reported issue that the carriage would not move over the tubing was confirmed and duplicated by functional test. The device spike carriage was determined to be sticking with accumulated fluid residue and would not rotate back from right to left in order to complete the operation. A device history review was completed. No issues were identified that may have caused or contributed to the reported issue. Based on the information obtained from baxter's investigation, the root cause of the issue was use error; the home patient did not clean the device as recommended to prevent buildup of residual solution. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. The root cause investigation is in progress.